Manufacturer narrative:
Concomitant products dtba1d1 ICD implanted: 2014-(B)(6).

Event description:
It was reported that the patient presented to the emergency room with syncope, and it was noted that the thresholds on the left ventricular (lv) lead were high and rising. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.